Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding a patient receiving an unknown medication via an implantable infusion pump. On an unknown date, the patient had significant overdose symptoms shortly after a pump refill. The hcp ended up replacing the patient's pump. Troubleshooting/diagnostics, patient information, and outcome were not provided. If additional information becomes available, a supplemental report will be filed.